Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has reportedly subsided. The recipient did not undergo additional medical intervention. This is the final report.

Manufacturer narrative:
The external visual inspection revealed top cover silicone slices prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Event description:
The recipient's device was reportedly explanted due to an infection. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.